Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked during the priming process. The following information was provided by the initial reporter, translated from chinese: "when injecting insulin into the patient, the nurse disinfected the skin and connected the needle. When venting, the needle was found to be more than liquid, which was difficult to push and blocked, so the needle was immediately replaced and vented again for injection. When the nurse injects insulin into the patient, sterilize the skin and connect the needle. When the air is exhausted, it is found that the needle is not full of liquid, and it is difficult to push and there is a blockage. Immediately replace the needle and re-exhaust the injection."

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found.

Event description:
It was reported that the bd micro-fine¿+ pen needle was blocked during the priming process. The following information was provided by the initial reporter, translated from chinese: "when injecting insulin into the patient, the nurse disinfected the skin and connected the needle. When venting, the needle was found to be more than liquid, which was difficult to push and blocked, so the needle was immediately replaced and vented again for injection...when the nurse injects insulin into the patient, sterilize the skin and connect the needle. When the air is exhausted, it is found that the needle is not full of liquid, and it is difficult to push and there is a blockage. Immediately replace the needle and re-exhaust the injection."